Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The scope has previously been tested on 08aug2025 and no growth cultures were found. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.